Event description:
Report received of air observed in the patient line while the device was in use. It was reported that an unspecified antibiotic therapy was initiated on a homecare patient at an unspecified time. The patient was to receive a total of 4 doses in 24 hours. At an unspecified time in the evening, the pump began alarming "check cassette." The reporter stated that the family decided not to report the problem until the following morning. A visiting nurse went to the patient's home that morning and found that the tubing set was filled with air from the bag to the patient's PICC line. The patient denied any shortness of breath or chest pains. There were no reported visible defects noted on the tubing set. The nurse estimated that at least one dose of the antibiotic remained in the IV bag. The tubing set was changed out and the infusion was resumed using the same pump without further incident. There were no missed doses. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.